Event description:
After pressing the charge button during opcheck the device would freeze. There was no pt involvement with this issue.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.